Event description:
It was reported by the pt's caregiver that, starting about a year ago, the pt had problems with breathing, and it has gotten gradually worse. Now sometimes, his breath is completely cut off. The event is not associated with stimulation, and seems to be more continuous, happening both when he's awake and asleep. Caregiver has spoken to the pt's physician about this, but she stated that he does not seem to think the event is related to vns. Physician thought it was due to a lung issue, but reporter stated that the pt has been a lung specialist, and they did not find anything wrong with his lungs. Pt thinks it may be related to the vns. Attempts to contact physician for further info have been unsuccessful to date.